Event description:
Patient receiving an infusion, when the intravenous piggyback (ivpb) was spiked with the secondary tubing, the tubing came apart from the drip chamber. No known harm to patient or staff, new tubing used.